Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 53 mg/dl. Customer also experienced high blood glucose and it was of 299 at the time of incident. Customer also reported blood glucose level of 61 mg/dl. Customer reported that they did not contact their health care professional regarding the low as well as high blood glucose event. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with food. Customer gave bolus for their high blood glucose. Customer stated that auto mode was not used at the time of reported event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege insulin pump was over or under delivering. Customer declined to test the insulin pump. The insulin pump was not returned for analysis.